Event description:
It was reported that patient experienced pain at the IPG site. As a result, surgical intervention was undertaken on (b)(6) 2026 wherein IPG was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.